Event description:
The patient had prophylactic generator replacement surgery on (B)(6) 2012. Pre-operative and post-operative diagnostics revealed okay results, indicating proper device function. The newly residing generator was programmed to the pre-operative settings. Attempts for product return have been unsuccessful to date.

Event description:
The generator was received for product analysis on (B)(6) 2012, and the return product form also indicated that the replacement was prophylactic on (B)(6) 2012. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Type of report, corrected data: the initial emdr inadvertently excluded the checkbox indicating that this is a '30-day' report.

Event description:
Clinic notes dated (B)(6) 2012 were received by the manufacturer which revealed that for the past couple of months, the patient has been complaining of an increase in her small refractory seizures. The patient is on a multidrug regimen in combination with vns therapy. Normal mode diagnostics on this day indicated lead impedance= ok / dcdc= 6 / neos = no. The nurse reported in the notes that with the combination of dcdc=6 and a recent clinical increase in her seizures, it was suspected that the battery was being depleted despite the eos=no. The leads were ruled out as a causal factor due to the age of the generator, he noted that it was likely the battery just being depleted as indicated by the high dcdc code. Therefore, the patient was referred for prophylactic generator replacement. The clinic notes did mention that one of the patient's anti-epileptic medication was being tapered. In the previous clinic visit notes dated (B)(6) 2012, the patient's seizure frequency and severity were reported to have remained about the same, with an average of four to six nocturnal seizures per month. Overall, her seizure frequency has been stable for several years, and it is possible that some of these are ''stress seizures'' and may not be epileptic. Attempts for additional information from the physician's office have been unsuccessful to date. The patient's output current was titrated from 2.25ma in (B)(6) 2010 up to 3.0ma by (B)(6)2011. The normal mode dcdc converter code progressively increased throughout the generator's life providing further evidence that the device is working harder to deliver the therapy, as the dcdc=4 in 2007. The last known systems diagnostics was on (B)(6) 2009 with dcdc=2, indicating normal device function. Although surgery is likely, it has not occurred to date. The nurse requested for the surgeon to perform systems diagnostics at consult.